Event description:
It was reported that during the revision procedure to replace the deep brain stimulation (dbs) lead extension due to an unknown reason the physician experienced difficulty disconnecting the lead extension from the directional lead but was able to successfully replace the lead extension. An impedance test was performed following the replacement procedure and discovered impedances across all contacts of the lead. The physician assessed there was liquid inside the contacts and proceeded to close up the incision site and the lead remained implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: unk-p-dbs-linear_leads; model: null; serial: null; batch: null.

Event description:
It was reported that during the revision procedure to replace the deep brain stimulation (dbs) lead extension due to an unknown reason the physician experienced difficulty disconnecting the lead extension from the directional lead but was able to successfully replace the lead extension. An impedance test was performed following the replacement procedure and discovered impedances across all contacts of the lead. The physician assessed there was liquid inside the contacts and proceeded to close up the incision site and the lead remained implanted. Additional information was received indicating that the reason for this revision procedure was to replace the bilateral dbs leads with bilateral ventralis intermediate nucleus (vim) leads and connect them to the old lead extension. The old dbs lead would not come out of the lead extension therefore they replaced the extension. The model and serial number of the leads and the initial implant date of the lead extension. The implant date of the lead extension was provided.

Manufacturer narrative:
Correction to field g2 report source. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7083712. Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7115660.

Manufacturer narrative:
Correction to field b5 additional information. Addition to h6 device code and patient codes for additional suspect devices - leads.

Event description:
It was reported that during the revision procedure to replace the deep brain stimulation (dbs) lead extension due to an unknown reason the physician experienced difficulty disconnecting the lead extension from the directional lead but was able to successfully replace the lead extension. An impedance test was performed following the replacement procedure and discovered impedances across all contacts of the lead. The physician assessed there was liquid inside the contacts and proceeded to close up the incision site and the lead remained implanted. Additional information was received indicating that the reason for this revision procedure was due to a loss of stimulation wherein patient no longer received therapeutic benefit. While attempting to replace the bilateral dbs leads with bilateral ventralis intermediate nucleus (vim) leads and connect them to the old lead extension, the old dbs lead would not come out of the lead extension therefore they replaced the extension. The patient was doing well post operatively. The model and serial number of the leads and the initial implant date of the lead extension were provided. The explanted leads and lead extension were discarded by the medical facility and were not returned to bsc.